Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 523 mg/dl. The high blood glucose readings were treated with a manual injection. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Findings: the insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The unit had cracked case at display window corner, battery tube threads and reservoir tube lip.